Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a040601 captures the reportable investigation result of cutting wire kinked. Imdrf device code a0401 captures the reportable investigation result of cutting wire broken. Block h11: investigation results. The returned stonetome was analyzed, and visual inspection found that the cutting wire was blackened, broken and kinked from the proximal pierce hole. No other problems with the device were noted. The results of the analysis performed on the returned device found that the cutting wire was kinked and broken from the proximal pierce hole. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Wire broken could have been generated if there was contact between the device and the scope during energization or if the device exceeds the maximum of voltage during procedure as per precautions of the device states, also energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity, also it can cause a premature cutting wire fatigue, leading to break it. Once the cutting wire breaks, any attempt to remove the device from the scope can bent the cutting wire as observed in the product analysis. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of wire break and wire kinked were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported to boston scientific corporation that a stonetome was attempted to be used during a procedure performed on an unknown date. During the procedure, blade direction was abnormal. The procedure was completed with another of the same device. There were no patient complications as a result of this event. This event has been deemed a reportable event based on the investigation finding of device cutting wire broken and kinked. Please see block h11 for full investigation details.